Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that upon review of the infusion data, it was noted that the heparin infusion had a rate change from "2,578 units/hr." To "250 units/hr." It was reported that heparin was intended to be ran as a "nurse-driven titratable infusion per hospital policy/procedure at an ordered rate ranging from 700-3,000 units/hr." It was also reported that there were pause and restart events that occurred that same day. After review of the hl7 messages, it was then determined that the rate change was a "manual intervention" by the user. The cause of the "pause and restart" of the pump was due to occlusion alarms during infusion therapy, that were "cleared" a few minutes after they happened. There was patient involvement, but no harm. The patient has been discharged from the hospital since the event.